Event description:
Device 1 of 2: reference MFR report: 3006705815-2017-07297. Follow up revealed that the issue has been resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-07297. It was reported that the patient experienced ineffective therapy as well as pain at their ipg site (reference MFR report: 1627487-2017-08243). X-rays were taken and confirmed that the leads had migrated and wrapped around the ipg. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their leads replaced.